Event description:
It was reported that the handheld computer screen would stay black even after it had been fully charged. Troubleshooting was performed by a manufacturer representative, but the problem persisted. Product has been returned to the manufacturer, but analysis is pending.